Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove after the puncture. The following information was provided by the initial reporter, translated from chinese: "the nurse was puncturing the patient and found that the needle core could not be withdrawn."

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. Our quality engineer reviewed the provided photo and observed that the needle appeared to be fully withdrawn through the tip shield safety mechanism but would not separate from the catheter adapter. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this issue was likely caused by excessive adhesive bonding the tip shield to the catheter adapter preventing them from separating. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove after the puncture. The following information was provided by the initial reporter, translated from chinese: "the nurse was puncturing the patient and found that the needle core could not be withdrawn."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.